Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
It was reported that the ventilator keeps alarming and shutting off. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service engineer (se) inspected the device. The se found error coded in the ventilator diagnostic report indicating a blower stalled, auxiliary alarm supply failure, 35 volt failure, backup alarm failure.

Manufacturer narrative:
G4: 21sep2020. B4: 22sep2020. Patient information was requested but was not provided. The service engineer switched the power management board to troubleshoot the reported issue. However, the issue continued. The customer was then provided with a quote for service and repair. Information was received that the customer declined service/repair of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.